Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system was cultured and tested positive for contamination with pseudomonas spp. The fse decontaminated the system and replaced several ise (ion-selective electrode) parts. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that low sodium results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. All samples that were processed since the last calibration before the event were retested on another system. The results obtained were within expectation and amended reports were issued. There was no change to the pt's care or treatment. The system was cultured and tested positive for pseudomonas spp.